Event description:
It was reported that the system 9900 displayed a message "armed" after the handswitch was engaged. When the handswitch was engaged again there was no exposure. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an evaluation over the telephone. The system is operating as intended. System must have been mistakenly entered into film mode which uses actual x-ray film. The button needed to be pressed and held the second time to generate an exposure. Instructions were given over the phone.